Event description:
Event description guidant received information that immediately following implant, this cardiac resynchronization therapy defibrillator (crt-d) delivered a shock. At implant, the p-waves were 6.8 mv, now are 0.6; the r-waves were 16 mv, now are 1.4. The atrium can be paced in aai with a threshold of 2v@1 ms, but was 0.2@ 0.5 ms at implant. Pacing impedance was 621 at implant, now is 466. Atrial impedance was high 400s, now about 500. There is no pacing in the right ventricle (rv), however, the patient is not pacemaker dependent. Review of the stored episode shows what appears to be double counting in the rv rather than true arrhyhtmia.